Event description:
The report indicated that, within the first day of wearing a new pod, the customer experienced high bg's (346-500mg/dl) that could not be controlled with correction boluses. The pod initiated an alarm, at which point it was deactivated. In addition, the customer noticed "brown colored fluid" inside the pod's shell. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.